Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A ¿try again in 10 minutes¿ error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced symptoms described as "heart was beating, lost strength, lips were numb, couldn't speak", sweating, shaking, and a loss of consciousness. The customer was unable to self-treat, requiring administration of a glass of water with sugar by non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A ¿try again in 10 minutes¿ error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced symptoms described as "heart was beating, lost strength, lips were numb, couldn't speak", sweating, shaking, and a loss of consciousness. The customer was unable to self-treat, requiring administration of a glass of water with sugar by non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unknown. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and the sensor plug was not properly seated. No issues were observed with the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 1 (storage state). Sensor state 1 with no insertion failures (event log 5) is an indication that the user had not activated the sensor. Also, clinical and historical data were not present indicating that no readings were logged since sensor was not activated. Therefore, the issue is not confirmed to use due to no insertion failures. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A ¿try again in 10 minutes¿ error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced symptoms described as "heart was beating, lost strength, lips were numb, couldn't speak", sweating, shaking, and a loss of consciousness. The customer was unable to self-treat, requiring administration of a glass of water with sugar by non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.